Event description:
The patient was running the concentrator in the garage. Patient was wearing her cannula. She reported that she initially smelled something burning so she checked but there was nothing. She kept smelling smoke then turned back and saw a 3' flame coming from the unit. She put the fire out. Luckily there were no injuries. The patient does not smoke.